Event description:
It was reported that during a coronary stent procedure, the balloon would not deflate. A syringe was used to deflate the balloon enough to remove. No pt injuries or complications occurred.

Manufacturer narrative:
H2. Returned product analysis revealed a kink in the inflation lumen located near the distal tip. The balloon and shaft were filled with residual dried contrast media so testing relative to the reported deflation difficulties could not be performed. The kink in the shaft may have restricted flow of fluid to and from the balloon. The cause of the shaft damage or when it occured could not be determined.